Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the cloudy/yellow fluid, infection, and headaches resolved; however, no surgery occurred. The surgery was scheduled, but then cancelled due to the patient taking blood thinner medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2 mg/ml at 0.8484 mg/day) via an implantable pump for non-malignant pain. It was reported that¿when the healthcare provider (hcp) removed the residual drug from the pump at the patient's refill today, the liquid was "all cloudy and looked infected." The patient started to have headaches 3 days ago but did not have a fever. The hcp asked if there was a filter in the pump; technical services reviewed that the drug was typically filtered when filling the pump and yes, there was a filter in the pump that the drug goes through when leaving the reservoir and going into the internal pump tubing. The hcp then called in to reiterate that the¿drug was "horribly cloudy" and when they withdrew even more the drug was yellow. They believed the pump was infected so the plan was to permanently shut down the pump and remove it tonight. They already accessed the catheter access port to clear the catheter and rinsed the reservoir with 80 ml of saline. They were unsure if they would be sending the pump back for analysis. Technical services provided code 3559 to shut down the pump.